Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 110-160mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips were first opened in (B)(6) 2015 and have nee stored properly. Customer performed back to back blood test 269mg/dl and 316mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: 302mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 110-160mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips were first opened in (B)(6) 2015 and have nee stored properly. Customer performed back to back blood test 269mg/dl and 316mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: 302mg/dl. No adverse event reported.